Manufacturer narrative:
(B)(4).

Event description:
It was reported that symptomatic patient with palpitations presented to the clinic for a device check. The device was found to be in backup vvi reset mode. A successful firmware download was performed, and the device was restored to normal operation. All was resolved with no further issues reported. The patient will continue with routine follow-up.